Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link bonded pi std bore extension set came apart easily. The reporter stated that the separation occurred on the end that connects into the hard plastic part on the distal end, closest to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample and photograph was received for evaluation. Visual inspection of the photograph showed separated components between power injectable tubing and two piece luer lock assembly. The companion sample showed no defects related to the reported condition. Functional test, clear passage and pressure test was performed on the companion sample with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.